Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a promus element plus, mr, ous 2.50 x 28 mm stent delivery system was returned for analysis. Visual examination of the stent found that the stent was pushed distally and bunched leaving the proximal section of the balloon exposed. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. Visual and tactile examination of the outer, inner lumen and mid-shaft section found that the shaft polymer extrusion, inner and outer were bunched, damage. A shaft detachment was identified at port exchange site area, 1190 mm distal from distal end of strain relief. The guidewire with outer diameter measurement of 0.014" was returned stuck in the wire lumen of the returned device. The guidewire could not be removed due to shaft polymer extrusion bunching/damage. The type of damages noted most likely occurred due to excessive forces that could have been applied on the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced; however, it was found that the device became stuck on a non-bsc guide wire and it could not be moved in any direction. The physician had to remove the stent together with the wire. Another stent and wire was used and completed the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a coronary artery. A 2.50x28mm promus element plus drug-eluting stent was advanced; however, it was found that the device became stuck on a non-bsc guide wire and it could not be moved in any direction. The physician had to remove the stent together with the wire. Another stent and wire was used and completed the procedure. No patient complications were reported and the patient's status was stable.